Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2026 and barbed suture was used. It was reported that the patient was having a total knee replacement. During closing, it was noted that the needle tip had broken off. X-ray confirmed that the needle was still in the knee. Arthritis, degenerative joint disease, total hip arthroplasty, total knee arthroplasty. Device is not available for return. There were no patient consequences reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Per user facility medwatch form, mw5183891 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.